Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident. Customer reported they did contact their health care professional regarding the high blood glucose. Customer did not provide any symptoms and treatment related to high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated the completing the rewind and load reservoir process. Customer stated they had problem with their insulin pump. The device will not be returned for analysis.